Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a blood sugar reading that exceeded 400 mg/dl. It was indicated that the sensor had failed but it is unknown if this issue occurred before or after the patient experienced a high blood sugar reading. The patient did not wish to provide further event details. No additional patient information is available. Data was received but does not reflect a full investigation window. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient wore the sensor beyond seven days. Dexcom labeling indicates: dexcom g5 mobile sensor sessions last seven days. It was reported that the sensor was inserted into the upper buttocks. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.